Manufacturer narrative:
There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Manufacturer narrative:
The case was sent to the manufacturer for investigation. Occupation is patient/consumer.

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to negative results with the polymerase chain reaction (pcr) test, and a flowflex covid test. On (B)(6) 2023, the consumer performed a covid-19 at-home test. The result was positive. On (B)(6) 2023, the consumer performed a flowflex test. The result was negative. The consumer contacted her doctor and was prescribed paxlovid. The consumer did not use paxlovid. On (B)(6) 2023, the consumer went to urgent care and had a rapid pcr test. The result was negative.